Event description:
Patient was burned during her procedure by one of the instruments being used. Events discussed with the md who referred to them as 3rd degree burns along the incision line and was able to excise any/all damaged tissue. According to the techs there was no sparks or abnormalities until the end of the procedure when the equip flashed an error and stated notify biomed. The equip was removed from service at this point. It was not until this case that they realized that there was an equip issue as this was patient #2 with the same burn as the case before.